Event description:
Ous MDR. During a post operative check up pacing failure occurred. The patient did not have subjective symptoms. Stress tests were performed but noise was not detected.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a pacing impedance >3000 ohms between (B)(6) 2016 and (B)(6) 2017 as reported in the complaint text. Furthermore the sensing trend curve showed a gradual decrease from 7.5 mv to approx. 4 mv between (B)(6) 2016 and (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.